Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. Visual inspection under magnification shows minimal electrode wear with dried tissue and discoloration present on the tip. The saline line has been ripped due to separation from the suction line. There is a small hole in the saline tubing. There are no manufacturing abnormalities observed with the returned device. The wand was connected to a compatible controller and activated in saline solution using default and max settings and the ablate and coag performed as intended. The suction line was tested and performed as intended. Due to a rip in the saline line, saline leaked out from the line preventing sufficient saline flow to the tip; therefore, the saline line did not perform as intended. The complaint has been confirmed; however, evidence would suggest customer modification. It is possible that an attempted was made to separate the suction and saline lines and in doing so the saline line was inadvertently ripped. There are no indications during manufacturing record review that would suggest the wand did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during an unspecified surgery, when the wand was opened and being primed with 0.9% nacl, the irrigation tubing was leaking, as this had a pinprick hole. A back-up device was available to complete the procedure. The surgery was delayed for more than half-an-hour. The patient was not injured.